Manufacturer narrative:
Additional manufacturing narrative -the review of the manufacturing paperwork verified that this lot met all pre-release specifications.(B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular procedure using a gore tag thoracic endoprosthesis (tgt3420/8141187) to repair a 64 mm thoracic aortic aneurysm. On unknown dates, surgical graft repair of the descending thoracic aorta, surgical graft repair of an abdominal aortic aneurysm and surgical graft replacement of the aortic arch was performed. Prior to device implant an axillo-axillary bypass was performed. The device was inserted from the right leg of the surgical graft in the abdominal aorta, and deployed between the surgical graft of the aortic arch and the descending aorta with no reported issues. Intraprocedure angiography showed a proximal type I endoleak, which was repaired by implanting a bare metal stent within the proximal neck to obtain more neck sealing. Final angiography revealed that the endoleak persisted, and the physician elected to monitor the patient. The patient tolerated the procedure. On (B)(6) 2010, follow-up imaging showed that the endoleak persisted, and the physician elected to monitor the patient. On the same day the patient was discharged. On (B)(6) 2010, the patient presented with hemoptysis and then expired. It was reported that the hemoptysis was procedure-related. No further information has been received.

Manufacturer narrative:
Additional information was received on 7/4/2016.

Event description:
On unknown dates, surgical graft repair of the descending thoracic aorta, surgical graft repair of an abdominal aortic aneurysm and surgical graft replacement of the aortic arch was performed. On (B)(6) 2010, this patient underwent an endovascular procedure using a gore tag thoracic endoprosthesis to repair a 64 mm thoracic aortic aneurysm. Prior to device implant an axillo-axillary bypass was performed. The device was inserted from the right leg of the surgical graft in the abdominal aorta, and deployed between the surgical graft of the aortic arch and the descending aorta with no reported issues. Intraprocedure angiography showed a proximal type I endoleak, which was repaired by implanting a bare metal stent within the proximal neck to obtain more neck sealing. Final angiography revealed that the endoleak persisted, and the physician elected to monitor the patient. The patient tolerated the procedure. On (B)(6) 2010, follow-up imaging showed that the endoleak persisted, and the physician elected to monitor the patient. The patient presented with blood-tinged sputum, but his condition was stable. On the same day the patient was discharged. On (B)(6) 2010, the patient presented with the aneurysm rupture due to the persistent endoleak, and was taken to another facility. A surgical procedure was considered to repair the rupture since it was the only option; however the patient was not bearable for surgery. On the same day the patient expired. It was unknown if aortobronchial fistula was developed, or autopsy was performed.